Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula broke off under the skin. The customer's blood glucose was 102 mg/dl at the time of incident. The customer stated that the site was red and painful. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used enlite sensor and found sensor retracted inside sensor base. We were unable to confirm if customer received sensor damage due to customer returning it opened/used. No broken or missing parts were observed during analysis.